Event description:
It was reported to the MFR, by facility, a dse customer, per facility they have had a pt injured while using our easycare bed (B)(4) 1/2 pt rails. Per facility, the pt was "playing" with the button, had his index finger between the button and frame of the assistive rail. The pt pressed the button; the rail released and dropped down which resulted in a large chunk of flesh excised and subsequent visit to the ER. Investigation revealed the device worked as intended and did not malfunction in that the pt was playing with the button with one hand and depressed the button with the other hand. The finger vessels were cauterized in the ER and pt returned to facility. (B)(4) was entered into sys to get rail back for eval. Literature and product samples were sent to facility to ascertain a workable solution for the facility.